Event description:
Broken root canal post. Dentist removed tooth and implanted blade vent ha coated medical device. Implant caused infection (chronic); bone loss. Consultant dr suggested removal. Pt returned to dr who implanted it and he concurred.